Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that a patient of undisclosed gender and age underwent an unspecified procedure in which the hemospray endoscopic hemostat was to be used. Both catheters were kinked out of box. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a clear plastic bag, provided with the return was a lid stock from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report as it was described. All components were included in the return. The device handle was included in the return with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The co2 audibly discharged during deactivation. Catheter #1: the catheter returned without any discoloration or powder noted within the tubing. While the catheter is uncoiled the condition does not indicate use. A single kink was noted 62.3 cm distal from the proximal end of the red catheter hub. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Catheter #2: the catheter returned still attached to the handle. Powder and discoloration was noted at distal end and a smaller amount within the proximal catheter indicative of use. A single kink was noted in the catheter 7.9 cm from the proximal end of the red catheter hub near the catheter labeling. The kink in the catheter may have been related to the conditions of the return shipment as the location does not correspond with the customer responses indicating the location of the kink. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report of the catheters being kinked. Catheter #1 is kinked and showed no signs of use. However, catheter #2 did show apparent signs of use in addition to being kinked, but we are unable to determine when the catheter became kinked. A definitive cause for this observation could not be determined, however, the kinks can occur during packaging, during handling by the user, or during return shipment. Manufacturing personnel were made aware of this report in an effort to heighten awareness. The user indicated the catheters were kinked prior to use, while we are unable to confirm when catheter #2 became kinked the IFU instructs: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working conditions, do not use." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.